Event description:
Customer stated "froze doc's hand". Reference repair order #(B)(4). Ref e-complaint-(B)(4).

Manufacturer narrative:
Ref e-complaint-(B)(4). Investigation: x-inspect returned samples. Distribution history: this complaint unit was manufactured at csi in 1995. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, manufacture records from each lot are thoroughly reviewed to ensure products released meet all coopersurgical quality specifications. Should the device history record be located going forward, it will be reviewed and this complaint be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit has a history of returns starting in 2010, 2011, 2012, 2015, 2017, 2018, and recently in 2019. Several of the returns did not confirm the complaint and others was due to improper handling likely from not purging the device and leaving moisture inside requiring replacement of the tc wires and replacement of the white tubing. The tubing was likely pinched preventing proper venting. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. The findings are similar to this unit. Product receipt: the complaint unit was returned on a repair. However, based on log 92834, this unit was at csi on 9-16-19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit required a filter change due to clogging. This would prevent proper flow contributing to the complaint condition. Root cause: the root cause of this issue has been attributed to handling error and wear & tear. The tc (very thin) wires required replacement. This is due to exposure to moisture from condensation after use and continuous contact w/ each other and the internal housing. Correction and/or corrective action: the unit was repaired, tested to specifications, and returned to the customer at a charge. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. Ref (B)(4).

Event description:
Customer stated "froze doc's hand". Reference repair order #: (B)(4). Ref (B)(4).